Event description:
It was reported that the septum of a continu-flo solution set collapsed. The customer stated that when the nurse inserted an unknown needle into the y-site the septum was pushed into the y-site. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.